Manufacturer narrative:
(B)(4). Device evaluation: the carefusion field service representative (fsr) evaluated the suspect device. The fsr clean the touchscreen and the surrounding frame. The fsr ran the user verification test (uvt) and checked the operation of the device to ensure it is within manufacturer specification. No parts were replaced as the device worked properly after cleaning.

Event description:
The customer reported that the touchscreen was not working on their vela ventilator. There was no patient involvement.